Event description:
It was reported that there was damage on the preloaded intraocular lens (iol) optic after implantation in the patient's right eye. The device was set up with balanced salt solution (bss). No resistance was observed during device manipulation, and no damage to the cartridge tip was noted. The iol was removed from the eye and replaced during the same procedure, and mild iris bleeding occurred. The account also reported that the invasiveness of the iol removal resulted in a decrease in corneal endothelial cell count (from 2674 to 1256). Early postoperative corneal edema was observed but improved. The patient did not present any optic nerve damage, and the visual acuity was approximately 1.2 postoperatively. No further information was provided.

Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.